Manufacturer narrative:
(B)(4). Date sent: 8/16/2023.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. B3: only event year known: 2023. Additional information received:' spoke with attorney for patient last week and they are providing permission for device analysis. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a 78 year old female patient who had linx discovered to be discontinuous while undergoing x ray following a fall. Since she was having minimal symptomatology at the time, it was decided to hold off on the linx revision. She did develop symptoms and explant/removal is now planned for (B)(6) 2023.

Manufacturer narrative:
(B)(4). Date sent: 8/10/2023. A manufacturing record evaluation was performed for the finished device batch number: 12929, and no non-conformances were identified. Lot: 12929 was an affected lot of the 2018 linx recall. Additional information received: spoke with patient¿s attorney and device will be explanted tomorrow.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2023.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2023. Investigation summary: a linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure, tooling marks were noted in some beads. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was concentric with small amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire.